Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found charring and localized melting on the outer surface on one of the bipolar yaw pulley resulting in an exposed electrode. No conductor wire damage confirmed. The instrument passed the recognition, engagement, energy delivery and the electrical continuity test. As part of investigation, further inspection found a hairline crack on the grip input shaft. This additional finding is unrelated and is associated to mishandling and misuse. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed damage on the tip of the fenestrated bipolar forceps instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no known issue during the previous procedure usage. No incidence of arcing or unintended energy discharge during intraoperative use. The instrument inspected after the procedure and no issue was identified.